Event description:
It was reported on 05 march 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a rotated heart, and an enlarged atrium for a triclip procedure. There was also shadowing from a previous mitral valve replacement. Two clips were deployed. While placing the third clip, a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the septal leaflet and remained attached to the anterior leaflet. The third clip was deployed and stabilized the second clip. The final tr grade was 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a rotated heart, and an enlarged atrium for a triclip procedure. There was also shadowing from a previous mitral valve replacement. Two clips were deployed. While placing the third clip, a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the septal leaflet and remained attached to the anterior leaflet. The third clip was deployed and stabilized the second clip. The final tr grade was 2-3.